Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow device had the error message "comm". No patient involvement and no patient harm was reported. (B)(4).

Manufacturer narrative:
According to the service order# (B)(4), it was possible to provide phone support to customer. The staff did not place enough ultrasonic cream for flow/bubble sensor to communicate properly. Staff used test set to test with sufficient amount of cream. Unit ran without issue for an hour at differing rates. The unit is cleared for clinical use. Contact the ssu for clarifying the exact error message, because if there is not enough ultrasonic cream on flow/bubble sensor the error message "sig" should occur and not the error message "comm". According to the field service technician (fst), there was some confusion regarding the exact error. When the fst had biomed run the unit with sufficient cream, they could not reproduce the error. Original issue was during priming. Since no parts have been replaced, no further investigation is possible. The most probable root cause could be determined as no enough ultrasonic cream on flow/bubble sensor. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference:(B)(4).

Manufacturer narrative:
Correction- the aware date was incorrectly reported as 1/29/2017 whereas the correct aware date is 12/29/2017. This follow-up report serves to correct the error. Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(6).

Event description:
Internal reference: 155841 cp-cpl-2017-000954.